Manufacturer narrative:
Return requested. Replacement caster shipped to site 11/10/2015. Medtronic investigation of returned suspect caster finds it is broken off at the attachment bolt. The assembly is otherwise undamaged. Physical damage - pieces broken. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. Update 11/12/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site representative, neuro coordinator, reported that the front wheel of their navigation system broke off. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.